Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that some time post catheter placement, the catheter allegedly leaked fluid from the small hole in the broviac line. There was no reported patient injury.

Event description:
It was reported that approximately two months post catheter placement, the catheter allegedly leaked fluid from the small hole in the line. Reportedly, the line was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman s/l catheter was returned for evaluation. In addition to the returned physical sample, one electronic photo was provided for review. Gross, microscopic visual, tactile evaluation and functional testing were performed. The photo shows one hickman s/l catheter and the clamp was noted outside the catheter. A small hole like feature was visible on the catheter surface. During sample evaluation, a compound break was noted on the catheter approximately 0.8cm from the distal end of the clamping sleeve and the inner catheter was found to be exposed and was unaffected. Upon infusion, a leak from the compound break on the catheter was observed. Further, a complete diagonal break on the distal end of the catheter were noted to be sharp, smooth and the surface was noted to be granular and glossy with striations throughout. Therefore, the investigation is unconfirmed for the reported hole in catheter issues as compound break was identified from the returned physical sample. However, the investigation is confirmed for the reported fluid leak and identified fracture issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that approximately two months post catheter placement, the catheter allegedly leaked fluid from the small hole in the line. Reportedly, the line was removed. There was no reported patient injury.

Event description:
It was reported that approximately two months post catheter placement, the catheter allegedly leaked fluid from the small hole in the line. Reportedly, the line was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman s/l catheter was returned for evaluation. In addition to the returned physical sample, one electronic photo was provided for review. Gross, microscopic visual, tactile evaluation and functional testing were performed. The photo shows one hickman s/l catheter and the clamp was noted outside the catheter. A small hole like feature was visible on the catheter surface. During sample evaluation, a compound break was noted on the catheter approximately 0.8cm from the distal end of the clamping sleeve and the inner catheter was found to be exposed and was unaffected. Upon infusion, a leak from the compound break on the catheter was observed. Therefore, the investigation is unconfirmed for the reported hole in catheter issues as compound break was identified from the returned physical sample. However, the investigation is confirmed for the reported fluid leak and identified burst issue. A portion of the outer catheter was sliced opened to investigate the inner catheter where a longitudinal break was observed to the inner catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2024), g3 h11: h6 (device) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.